Manufacturer narrative:
The table top - illuminator was received for evaluation. The sample was not evaluated, as the root cause has been identified to be the lamp exceeding its rated life expectancy. The root cause of the reported event can be attributed to the lamp which exceeded its expected life. However, no problem was found with the lamp as it functioned to its expected rated life. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 3, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp which exceeded its expected life. However, no problem was found with the lamp as it functioned to its expected rated life. The manufacturer internal reference number is: (B)(4).

Event description:
A purchaser reported that prior to a vitrectomy procedure the illumination was poor. The surgery was started and completed using the lower lighting module. There was no patient involvement.